Manufacturer narrative:
The reference c15233 has been allocated to this case by rayner. On 13th november 2015, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility that a t-flex aspheric 623t iol had got stuck in an injector resulting in damage to the optic. The healthcare facility has advised rayner that the t-flex aspheric 623t iol was loaded by the surgeon under magnification and that healon viscoelastic was applied to the loading bay and nozzle as per the IFU. Resistance was experienced on starting injection and the t-flex aspheric 623t iol was observed to have become stuck in the injection system. The healthcare professional discarded the device from use prior to patient contact. The procedure was completed with a back-up iol without further complication and without any adverse effect to the patient. The healthcare professional tested the injector following completion of the procedure and noted that higher than usual force had to be exerted on the plunger to expel the t-flex aspheric 623t iol from the injector. The t-flex aspheric 623t iol was successfully injected into a petri dish; however, damage to the optic was observed post-injection. The device inspection performed has concluded that the damage to the lens is consistent with the plunger overriding the lens during injection. This is as a direct result of the user depressing the plunger too quickly. Our review of production records for the t-flex aspheric 623t iol batch 103e53605 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (october 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the t-flex aspheric 623t iol batch 103e53605.

Event description:
On (B)(6) 2015 a (B)(6) healthcare facility notified rayner intraocular lenses limited that during surgery on (B)(6) 2015 a t-flex aspheric 623t iol became stuck in the injector resulting in optic damage.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. On (B)(6) 2015, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility that a t-flex aspheric 623t iol had got stuck in an injector which had resulted in damage to the optic. The healthcare facility has advised rayner that the t-flex aspheric 623t iol was loaded by the surgeon under magnification and that healon viscoelastic was applied to the loading bay and nozzle as per the IFU. Resistance was experienced on starting injection and the t-flex aspheric 623t iol was observed to have become stuck in the injection system. The healthcare professional discarded the device from use prior to patient contact. The procedure was completed with a back-up iol without further complication and without any adverse effect to the patient. The healthcare professional tested the injector following completion of the procedure and noted that higher than usual force had to be exerted on the plunger to expel the t-flex aspheric 623t iol from the injector. The t-flex aspheric 623t iol was successfully injected into a petri dish; however, damage to the optic was observed post-injection. The t-flex aspheric 623t iol is being returned to rayner by the healthcare facility. The results of the device inspection and any testing (testing is dependent on the condition in which the device is returned) performed will be provided in a follow-up report. Our review of production records for the t-flex aspheric 623t iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol ((B)(4) 2013) was carried out in order to determine if any trends existed. This review concluded that no other incidents have been received against the t-flex aspheric 623t iol batch (B)(4).

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t iol. The healthcare facility reports that the t-flex aspheric 623t became stuck in the injector during implantation and that as a result the lens optic was damaged.